Event description:
It was reported to boston scientific corporation that a percutaneous nephrostomy set was used to treat a left nephrolithiasis during a left percutaneous nephrostolithotomy (pcnl) of stone greater than 2 cm procedure performed sometime in (B)(6) 2021. Only one naviguide device was used. Three days post-procedure, the patient experienced urinary retention, which was managed with foley catheter placement, resulting in successful urine output. On post-procedure day four, the patient developed a postoperative infection at the left flank. CT imaging revealed fluid and gas in the left collecting system following removal of the left staghorn calculus, suggestive of either a post-procedural change or abscess formation. Findings of left hydronephrosis and perinephric/periurethral stranding indicated inflammation, with a possible left perinephric abscess. The patient was admitted overnight and treated with intravenous antibiotics. Per physician's assessment, the event of urinary retention was not serious, was not related to the device, and possibly related to the procedure. In addition, the event of postoperative infection on left flank was serious, was probably related to the device, and probably related to the procedure.

Manufacturer narrative:
Block h6 patient codes and impact codes corrected. Block h11 additional MFR narrative corrected. Block b3: the exact event onset date is unknown. The provided event date of january 4, 2021, was chosen as the best estimate based on the procedure which happened sometime in (B)(6) 2021 and the day of adverse event reported at three days (pod3) post-procedure. Blocks d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e2326 captures the reportable event of "inflammation." Imdrf patient code e172001 captures the reportable event of "abscess formation" and "possible left perinephric abscess." Imdrf patient code e1906 captures the reportable event of "postoperative infection at the left flank." Imdrf patient code e2402 captures the reportable event of "hydronephrosis." Imdrf patient code e1309 captures the reportable event of "the patient experienced urinary retention." Imdrf patient code e2338 captures the reportable event of "perinephric stranding." Imdrf impact code f2203 captures the reportable event of "CT imaging." Imdrf impact code f08 captures the reportable event of "admitted overnight." Imdrf impact code f2303 captures the reportable event of "treated with intravenous antibiotics."

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of january 4, 2021, was chosen as the best estimate based on the procedure which happened sometime in (B)(6)2021 and the day of adverse event reported at three days (pod3) post-procedure. Blocks d4, h4: the complainant was unable to report the upn and serial number; therefore, the unique identifier (UDI) #, manufacture date, and expiration date are unknown. Block h6: imdrf patient code e2326 captures the reportable event of "inflammation." Imdrf patient code e172001 captures the reportable event of "abscess formation" and "possible left perinephric abscess." Imdrf patient code e1906 captures the reportable event of "postoperative infection at the left flank." Imdrf patient code e2328 captures the reportable event of "hydronephrosis." Imdrf patient code e2338 captures the reportable event of "hydronephrosis." Imdrf patient code e1309 captures the reportable event of "the patient experienced urinary retention." Imdrf impact code f2203 captures the reportable event of "CT imaging." Imdrf impact code f08 captures the reportable event of "admitted overnight." Imdrf impact code f2301 captures the reportable event of "foley catheter placement." Imdrf impact code f2303 captures the reportable event of "treated with intravenous antibiotics."

Event description:
It was reported to boston scientific corporation that a percutaneous nephrostomy set was used to treat a left nephrolithiasis during a left percutaneous nephrostolithotomy (pcnl) of stone greater than 2 cm procedure performed sometime in (B)(6) 2021. Only one naviguide device was used. Three days post-procedure, the patient experienced urinary retention, which was managed with foley catheter placement, resulting in successful urine output. On post-procedure day four, the patient developed a postoperative infection at the left flank. CT imaging revealed fluid and gas in the left collecting system following removal of the left staghorn calculus, suggestive of either a post-procedural change or abscess formation. Findings of left hydronephrosis and perinephric/periurethral stranding indicated inflammation, with a possible left perinephric abscess. The patient was admitted overnight and treated with intravenous antibiotics. Per physician's assessment, the event of urinary retention was not serious, was not related to the device, and possibly related to the procedure. In addition, the event of postoperative infection on left flank was serious, was probably related to the device, and probably related to the procedure.